Event description:
It was reported that this device was exhibiting premature battery depletion. Four months post implant, the device was showing 4 years remaining. During the most recent device check, the estimated remaining battery showed 1.5 years remaining. High atrial outputs were observed (5v@1.0ms), which can cause a significant impact on the battery's longevity. There has been no confirmation of the right ventricular (rv) output. Currently waiting for the field representative to send device data to boston scientific technical services for review. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. Four months post implant, the device was showing 4 years remaining. During the most recent device check, the estimated remaining battery showed 1.5 years remaining. High atrial outputs were observed (5v@1.0ms), which can cause a significant impact on the battery's longevity. There has been no confirmation of the right ventricular (rv) output. This device remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information, indicating that no action has been taken at this time; however, the patient is being closely monitored through follow-up visits every 3 months.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.